Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient underwent two more procedures on (B)(6) 2007 and obtryx was implanted, and on (B)(6) 2012 advantage was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that on (B)(6) 2009 the patient underwent cystoscopy with excision of vaginal mesh due to stress urinary incontinence, cystocele, overactive bladder and somewhat small capacity bladder. It was reported that on (B)(6) 2008 the patient underwent revision of vaginal wall erosion by implanting surgeon. It was reported that on (B)(6) 2012 the patient underwent robotic assisted transabdominal sacrocolpopexy, cystoscopy and tvt tape placement with complications being a small bladder laceration.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It has been reported that the patient underwent an excision of mesh on (B)(6) 2012 concurrently with cystoscopy due to vaginal mesh erosion.

Event description:
Updated information: it was reported that on (B)(6) 2009 the patient underwent cystoscopy with excision of vaginal mesh due to stress urinary incontinence, cystocele, overactive bladder and somewhat small capacity bladder. It was reported that on (B)(6) 2008 the patient underwent revision of vaginal wall erosion by implanting surgeon. It was reported that on (B)(6) 2012 the patient underwent robotic assisted transabdominal sacrocolpopexy, cystoscopy and tvt tape placement with complications being a small bladder laceration.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.